Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4 h6, h10. Unique device identifier (UDI):(B)(4). Hakim valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.¿

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve as returned for evaluation: device history record (DHR)- there is no indication that the production process may have contributed to this complaint. Failure analysis- the valve was visually inspected; a cut/tear was noted in the silicone housing between the siphon guard and the valve casing, as well as small marks in silicone housing around the siphon guard, also biological debris was also noted inside valve mechanism. The valve was leak tested and it leaked from the tear/cut in the silicone housing between the valve casing and siphon guard. The root cause for the leakage in the silicone housing noted by the customer is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the instructions for use (IFU) silicone has a low tear/cut resistance.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim valve began leaking csf at the white tip of the device where it connects. The physician changed out the device with another of the same device to complete the procedure. Minimal leakage of csf was noted and the patient was healing well.